Manufacturer narrative:
Determination of root cause: assessement: the territory manager (tm) assisted the site via phone. He assisted the site on rebooting and reloading the patient's procedure. The tm had them fire 4% of the procedure onto a pmma, then complete the remaining 96% of the procedure on the patient. The tm explained to the site that when the surgeon partially removed his foot from the foot switch, when he stepped back on, this created the error message. Conclusion: based on the results of the investigation, the root cause of the event was due to the surgeon partially lifting his foot from the foot switch and then depressing it completely again. (B) (4)

Event description:
Adverse event: interrupted surgical procedure. Malfunction: 'shutter malfunction' error message, reboot required. A technician reported they received a 'shutter malfunction 1' error message during refractive surgery, but completed the case with no impact on patient. Follow-up information was received. The technician reported that the patient was moving around a lot and the surgeon had not released the footswitch all the way and when he stepped back on, he received the shutter malfunction and had to abort the procedure at 4%. The territory manager (tm), via phone, talked them through the system reboot and assisted them on reloading the procedure to complete the remaining 96%. The technician stated that the surgeon does not think the patient was harmed or injured by the reported event.